Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as a red sore on left side of body that broke open. There was no alleged device malfunction contributing to the sore. The patient¿s nurse placed a bandage over the sore. Follow up indicated that the sore improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.